Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Additionally, it was reported that the cartridge was leaking. Customer¿s blood glucose level ranged from 170-200 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.